Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use a bd phaseal¿ protector p50j malfunctioned as ¿when preparing treakisym, the bladder didn't inflate as the safety feature failed. There was no report of exposure, injury or medical intervention needed.

Manufacturer narrative:
Two sample units were received for evaluation by our quality engineer team. Upon analysis, it was determined that the expansion chambers worked properly in both units. The rubber stopper of one unit was observed to be atypical in thickness. If the thickness of the stopper is not appropriate, functionality issues can occur. One unit also exhibited a leak through the hydrophobic filter. If the protector is used more than once, liquid can accumulate over the filter due to oversaturation. This oversaturation can create pressure within the hydrophobic filter that prevents air from being released to the expansion chamber and/or causes resistance. If liquid accumulates within the internal face of the vial rubber stopper, the liquid may pass through the protector cannula and accumulate over the filter, causing the same resistance. It is important to note the instructions for use and to not push air through the unit when the vial is inverted. As both of the returned units did not display any expansion chamber related damages or anomalies, a definite cause for the reported issue could not be determined. As the lot is unknown, DHR cannot be reviewed. Based on the low severity and frequency of the defect, it was determined that no CAPA is required.